Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a smartablate¿ irrigation tubing set and a foreign material issue was encountered. When flushing the tubing set, several white floating particles were observed in the cup. Judging that they might have originated from the tubing, the tubing was replaced and the procedure was continued. Visually, no floating matter was found in the tubing after it was collected. There was also no fogging. The issue was resolved by replacing the tubing set. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, irrigation test and a fourier transformed infrared spectroscopy (ft-ir) test of the returned device were performed following bwi procedures. Visual analysis revealed that foreign material-like particles were observed in the cup. In addition, the inner diameter of the device was observed fully cloudy; no other damage or anomalies were observed. Irrigation testing was performed and no bubbles were observed. An ft-ir test was performed and ir data reveals that overall, infrared spectrum obtained from unknown particle exhibited the characteristic infrared spectrum for cellulose -base material. However, source of origin remains unknown. A supplier manufacturing meeting was performed to determine the source of origin of the particle exhibited and it was concluded that the contamination such as cellulose material, could be occasioned by the saline water where the flushing test by the customer since it was not found when the piece was inside the pouch and unopened. Additionally, according to pictures provided by the customer, foreign particles was observed, also the tubing was not observed on the photo cloudiness observed during the analysis may be related to a known plasticizer migration phenomenon of pvc materials and has no interference with the functionality of smartablate pump. This characteristic could be related to the issue reported by the customer, however, this cannot be conclusively determined. Cloudiness on the smart ablate tubing have been investigated by a cross functional team and the engineering analysis suggests that a plasticizer migration in the tubing product may be contribute to a change in tubing appearance including opacity, increase in lumen roughness as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to properly prime and flush tubing per the instructions for use (IFU). An internal corrective action was opened to introduce optimization actions on devices with cloudiness and microbubbles. A device history record was performed for the finished device batch number, and no interna actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: it was noticed the following statement was inadvertently omitted from section h10. Of the 3500a initial medwatch report: ¿the product has not returned for analysis, however, a pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.¿

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: on 19-may-2023 it was noticed the code of material integrity problem (a04) was incorrectly reported in section h6. Medical device problem code of the 3500a initial medwatch. Please consider this code as removed.

Manufacturer narrative:
On 26-may-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a smartablate¿ irrigation tubing set and a foreign material issue was encountered. When flushing the tubing set, several white floating particles were observed in the cup. Judging that they might have originated from the tubing, the tubing was replaced and the procedure was continued. Visually, no floating matter was found in the tubing after it was collected. There was also no fogging. The issue was resolved by replacing the tubing set. The procedure was completed without patient's consequence. Additional information was received indicating the issue was noticed after flushing for catheter preparation. The material was not visually confirmed in the tubing for the first time, but after the flushing, the small foreign materials were observed in the flashed water. The tubing was never used. The other replacement was used.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).